Event description:
It was reported, "when preparing to implant the head in a primary tha, the surgeon noted that the head had a gold tint/discoloration. The surgeon wiped the device and it appeared that the discoloration partially came off. The surgeon questioned sterility, so another implant was opened."

Manufacturer narrative:
An event regarding a discoloration involving a v40 cocr lfit head 40mm/+4 was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed and a slight gold tint/discoloration was found confirming the event. The discoloration is uniform. Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: review of the specification for the ion implantation of co-cr alloy bearing, ims0160 version 10, indicated in section 6.1.2, workmanship and appearance requirements, that "processed components must be uniform in color and appearance over the treated area. [...] Processed component shall be free from black spots, discoloration, scratches handling damage,etc." Consultation with the bbs manufacturing cell confirmed the appearance of the reported femoral head is typical of the manufacturing process and that it meets the above specification requirements. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported, "when preparing to implant the head in a primary tha, the surgeon noted that the head had a gold tint/discoloration. The surgeon wiped the device and it appeared that the discoloration partially came off. The surgeon questioned sterility so another implant was opened."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.